Manufacturer narrative:
A getinge field service engineer (fse) states, customer stated that top display on cardiosave iabp was behaving erratically. The fse evaluated the unit and verified top screen to be flickering. The fse replaced top display (0334-00-1810-01) and performed all functional and safety test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen displayed a white screen. No patient involvement was involved.